Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation however submitted images of product appear to show witness mark noted on one side of one crown.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion surgery for lumbar canal stenosis at l4-l5. During surgery, when surgeon was performing compression after insertion of cortical bone trajectory screw and placement of rod, bone cut out (minor fracture) was observed at left l4,cranial side and surgeon changed to pedicle screw. The surgeon performed the screw placement, compression and final tightening. The surgical time was extended for 16-30mis. The product came in contact with the patient. Patient complications were reported as unknown. No problem of the screws were reported.

Manufacturer narrative:
Product analysis :visual review did not identify material issue with respect to the implant.